Manufacturer narrative:
(B)(4).

Event description:
(Os17.346) the dentist reported that one month after two dental implants were installed in intraoral region #6 it was verified its non osseointegration. Pt had low bone quality (bone type iii).